Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were sewing the uterine serosa layer of the patient in a procedure, they noticed that the needle and the thread were separated and they could not find the needle. They re-opened the muscle layer that they previously sewn and they found the broken needle. They repaired the uterus again to resolve the issue.